Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient recently had their device implanted and stated it was their second device. The first was explanted due to normal battery depletion. The patient stated that they would turn their device off at night, but also stated they were having a hard time with getting their second device turned back on. It did not seem to be making the connection appropriately and did not come on. Patient stated it showed that it was disconnected when it was not. The patient did not remember the picture that came up when they were not able to turn implant on. Patient stated their fear was that it took them 15 min for their device to turn back on the last time they turned it off a day before the day of the call. Patient stated they were fearful they would not be able to turn the device back on once they turned it off and stated they could not leave their life without the device being on. Patient stated they did not know if they would do it again or not. Patient stated they just had a "funny suspicion" that the actual implant was not working correctly. Patient stated the reason why they suspected that was that they tried to use their old programmer from the other implant and it did not make a connection either. Patient stated for some reason they did not get a good connection with their implant battery. Patient stated they were in a panic when their device was unable to turn on a day before yesterday. Patient stated they were afraid to turn their device off again. Patient stated it was frightening. Patient stated they had never had this problem, and since it's a new implant they were afraid there might be something wrong with the device. Patient services reviewed and patient confirmed that the programmer was able to communicate and programmer showed implant was on and showing a full battery in the ok row and showed their left and right settings. Patient would make an appointment with their hcp to make sure the device was ok. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the low battery was the reason the ins was not able to turn on and connect. Replacing the battery and checking the settings had resolved the issue. There were no further complications reported.